Event description:
It was reported that a leak was observed during use of an amia automated pd cycler set. The event was further described as ¿fluid is coming from bottom of machine¿. This occurred during set up of the device for peritoneal dialysis (pd) therapy; however, no solution bags were connected. Continuous ambulatory pd was discussed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.